Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The device was returned to the factory for evaluation. An investigation was conducted on 12/04/2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed on the toggle. The switch was examined under microscopy. There was no evidence of contamination on the switch. Based on the returned condition of the device and the evaluation results, the reported complaint for failure "failure to deliver energy" was not confirmed but was confirmed for the analyzed failure "material twisted/bent".

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not activate. A replacement device was used to complete the procedure. No patient involvement.